Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, clips were malformed in a row. Another device was used to complete the case. There were no adverse consequences to the patient.